Event description:
Implant fracture (only fragment was received by manufacturer for evaluation).

Manufacturer narrative:
Medical, technical and mechanical evaluation of the fragment revealed that the product was in accordance with the specifications and the implant fracture was caused by the operational procedure and excessive overloading.